Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving a vibratory alert for high, out of range pacing impedance. High capture threshold was observed and lead fracture was suspected. The lead was capped on (B)(6) 2017. The patient was stable before, during, and after the procedure.